Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated and found in backup vvi mode following external therapy. Technical support was contacted and advised that there had been a shock inhibited due to low defibrillation impedance on the right ventricular (rv) lead. Fluoroscopy did not reveal any damage to the rv lead. Technical support attempted to restore the firmware on the device but a message appeared indicating potential circuit damage. The device was explanted and replaced, and the rv lead was capped and replaced. The patient was stable with no consequences. Related manufacturer report number: 2938836-2017-30760.